Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the device failed occlusion test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a pump sample was received by manufacturing. The sample was visually and functionally inspected. Visual inspection confirmed that the tamper seal was missing from the device. Functional testing of the pump pressure switch revealed that the pump was out of manufacturing specifications of 18 plus or minus 9 pounds per square inch. Errors were found in the device event history log multiple times. Results: the customer reported problem for fails occlusion was duplicated. Root cause confirmed that the occlusion sensor was out of specification. The downstream occlusion sensor will be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number. 2120.